Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and metal poisoning ("metallosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), uterine polyp ("endometrial polyp"), loss of libido ("lack of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), bone pain ("bone pain"), pain in extremity ("pain in the lower limbs"), adverse event ("aesthetics damages"), allergy to metals ("allergic reaction to the nickel sulfate") and injury ("injury and damages increased after essure removal"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, metal poisoning, swelling, metrorrhagia, abdominal pain, uterine polyp, loss of libido, premature menopause, arthralgia, bone pain, pain in extremity, adverse event, allergy to metals and injury outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, arthralgia, bone pain, injury, loss of libido, metal poisoning, metrorrhagia, pain in extremity, pelvic pain, premature menopause, swelling and uterine polyp to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 11.560 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 11-jun-2018: following company internal coding review, the reported event "metallosis" was recoded to the meddra llt: metal poisoning. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), uterine polyp ("endometrial polyp"), the first episode of adverse event ("metallosis"), loss of libido ("lack of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), bone pain ("bone pain"), pain in extremity ("pain in the lower limbs"), the second episode of adverse event ("aesthetics damages"), allergy to metals ("allergic reaction to the nickel sulfate") and injury ("injury and damages increased after essure removal"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, swelling, metrorrhagia, abdominal pain, uterine polyp, loss of libido, premature menopause, arthralgia, bone pain, pain in extremity, the last episode of adverse event, allergy to metals and injury outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, bone pain, injury, loss of libido, metrorrhagia, pain in extremity, pelvic pain, premature menopause, swelling, uterine polyp, the first episode of adverse event and the second episode of adverse event to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 11.443 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and metal poisoning ('metallosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), uterine polyp ("endometrial polyp"), loss of libido ("lack of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), bone pain ("bone pain"), pain in extremity ("pain in the lower limbs"), adverse event ("aesthetics damages"), allergy to metals ("allergic reaction to the nickel sulfate") and injury ("injury and damages increased after essure removal"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, metal poisoning, swelling, intermenstrual bleeding, abdominal pain, uterine polyp, loss of libido, premature menopause, arthralgia, bone pain, pain in extremity, adverse event, allergy to metals and injury outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, arthralgia, bone pain, injury, intermenstrual bleeding, loss of libido, metal poisoning, pain in extremity, pelvic pain, premature menopause, swelling and uterine polyp to be related to essure. Most recent follow-up information incorporated above includes: on 21-mar-2022: reporter information updated, annex e and f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / chronic pelvic pain"), device breakage ("three fragmenteds of essure showed in pathology test"), metal poisoning ("metallosis") and uterine polyp ("endometrial polyp") in a 43 year-old female patient who had essure inserted (lot no. 946764) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 and gravida I. Previously administered products included: diane for an unknown indication. In 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria disability, medically important and intervention required). On (B)(6) 2014 she experienced uterine polyp (seriousness criterion medically important). On (B)(6) 2014 she experienced vaginal haemorrhage ("vaginal bleeding after benign endometrial polyp removal surgery"). On (B)(6) 2015 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2016 she experienced dermatitis contact ("contact dermatitis due to nickel sulfate"). Essure was removed in (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion medically important), metal poisoning (seriousness criterion medically important), swelling ("swelling"), abdominal pain ("abdominal pain"), loss of libido ("lack of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), bone pain ("bone pain"), pain in extremity ("pain in the lower limbs"), adverse event ("aesthetics damages"), allergy to metals ("allergic reaction to the nickel sulfate"), injury ("injury and damages increased after essure removal"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), muscle atrophy ("she has suffered loss of muscle mass"), abdominal discomfort ("discomfort in the stomach"), hypogastric pain ("pain in hypogastrium"), emotional distress ("emotional suffering "), back pain ("lumbar pain"), diarrhoea ("chronic diarrhea"), myalgia ("muscle pain"), tremor ("important hand tremors"), tooth disorder ("dental problems"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardia"), alopecia ("hair loss"), dysarthria ("problems of articulations") and cramp in lower abdomen ("cramps"). The patient was treated with primolut nor 5 mg (norethisterone acetate) and ibuprofen as well as surgery (essure removal via bilateral salpingectomy on (B)(6) 2016 and endometrial polyp surgery transcervical resection on (B)(6) 2014). At the time of the report, the pelvic pain, uterine polyp, muscle atrophy, dysarthria and cramp in lower abdomen had not resolved. The outcomes for device breakage, metal poisoning, swelling, intermenstrual bleeding, abdominal pain, loss of libido, premature menopause, arthralgia, bone pain, pain in extremity, adverse event, allergy to metals, injury, hypersensitivity, genital haemorrhage, anxiety, abdominal discomfort, vaginal haemorrhage, abdominal pain lower, dermatitis contact, emotional distress, back pain, diarrhoea, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue, tachycardia and alopecia were unknown. The reporter considered abdominal discomfort, abdominal pain, hypogastric pain, cramp in lower abdomen, adverse event, allergy to metals, alopecia, anxiety, arthralgia, back pain, bone pain, dermatitis contact, device breakage, diarrhoea, dysarthria, emotional distress, fatigue, genital haemorrhage, hypersensitivity, injury, intermenstrual bleeding, irritable bowel syndrome, loss of libido, metal poisoning, muscle atrophy, myalgia, pain in extremity, pelvic pain, premature menopause, swelling, tachycardia, tooth disorder, tremor, uterine polyp and vaginal haemorrhage to be related to essure administration. The reporter commented: in (B)(6) 2012 both devices are placed without difficulty, leaving 3 spirals in the right tube and 5 spirals in the left tube. On (B)(6) 2016:pain persists on the right side of the abdomen, in ultrasound a functional image is seen in the right ovary of 38x39 mm. On (B)(6) 2016 anteverted uterus measuring 49 mm in anteroposterior diameter. The regular cavity houses a 10 mm advanced secretory endometrium. In the left adnexa, a cystic image with anechoic content and trabeculations in its interior is visualized, suggestive of a hemorrhagic follicle in a resolution of 35 x 36 mm. In the right adnexa, an anechoic image of functional aspect of 39x36 mm is displayed. Diagnosis: image suggestive of a hemorrhagic follicle in resolution in the left adnexa. On (B)(6) 2016 MRI of female pelvis without contrast. There are no hyperiontensive foci suggestive of pelvic implants of endometriosis. No fluid is seen in the pelvis, no vaginal, bladder or uterine alterations are seen. Diverticulosis in the sigma. No alterations in the bone are appreciated. On (B)(6) 2017 ultrasound finding of 25 mm endometrial polyp. Diagnosing hysteroscopy impossible, so conformal three-dimensional radiotherapy is indicated, on (B)(6) 2017 pathology test benign endometrial polyp. Hyperplastic type. On (B)(6) 2018 CT scan with contrast to show that there are no traces of essure, gynecological ultrasound without pathological findings. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2016: metal battery nickel sulfate positive [blood cholesterol] on (B)(6) 2013: 202 mg/dl [blood uric acid] on (B)(6) 2013: 2.4 [gynaecological examination] on(B)(6) 2014: external genitalia: normal internal genitalia: vagina with very few old-looking bloods remains, multipara cervix. No pain on cervical mobilization, slight pain on right adnexal palpation; on(B)(6) 2014: external genitalia: normal. Internal genitalia: free vagina with very few old-looking bloods remains. Multipara cervix, not painful on movement without active bleeding. On bimanual palpation, enlarged left adnexa is palpated and the patient perceives pain on deep palpation in the left iliac fossa; on (B)(6) 2014: normal external genitalia, free vagina with the presence of few blood remains from the cavity, no active bleeding. Both adnexa without palpable pathology. Abdomen soft, depressible, not painful; on (B)(6) 2015: endocervical canal with a normal appearance, very painful on movement. It is possible to reach the uterine cavity that cannot be assessed due to the patient's pain, no essures are seen in the cavity, it is not possible to reach the tubes, the pain makes it impossible to continue with the exploration; on (B)(6) 2016: normal-looking endocervical canal, very painful on mobilization. It is possible to arrive to the uterine cavity that cannot be assessed due to patient pain, essure is not seen in cavity it is not possible to reach the tubes, the pain makes it impossible to continue the exploration [haemoglobin] on (B)(6) 2013: 12.9 [hysteroscopy] on (B)(6) 2014: normal endocervical canal. Regular uterine cavity lined by an endometrium in a proliferative phase in which the essure of the right tube protruding into the cavity can be seen and in the left tube it is not seen in it. On the posterior face, a nodular formation of one centimeter in diameter can be seen that corresponds to an endometrial polyp; on 26-jan-2016: normal-looking endocervical canal, very painful on mobilization. It is possible to reach the uterine cavity that cannot be assessed due to the patient's pain, no essures are seen in the cavity, we cannot reach the tubes, the pain makes it impossible to continue the exploration [imaging procedure] on (B)(6) 2012: bilateral essure devices [neutrophil percentage] on (B)(6) 2013: 39.7 %. [Pathology test] on (B)(6) 2014: pathology report origin: uterus. Histopathological diagnosis: inactive benign endometrial polyp without atypia and endometrium with an incipient secretory component. Macroscopic: clinical data: endometrial polyp several fragments of elastic consistency and brownish color, together measure 2.5 x 2 cm, total inclusion; on (B)(6) 2016: chronic pelvic pain, bilateral salpingectomy and extraction of essures. Histopathological diagnosis: uterine tubes: paratubal cysts, without other significant alterations. Macroscopic three fragments and two essure threads, the first fragment is made up of a 6 cm uterine tube, with a tortuous appearance and in the paratubaric region a cystic lesion of 1 cm in diameter is observed. It is sectioned, material that is included is selected. The other two fragments together measure 5 cm in length with a tortuous aspect, they are cross-sectioned and material included is selected [serum ferritin] on (B)(6) 2013: 9.1 ng/ml; on (B)(6) 2013: 9.1 ng/ml [smear test] on (B)(6) 2014: negative cytology for intraepithelial lesion or malignancy [ultrasound pelvis] on (B)(6) 2013: uterus of normal size in anteversion to the regular cavity. Essures well located. Ovaries of normal size, or echo structure. Diagnosis: well-located essures; on (B)(6) 2014: normal size uterus in anteversion. The cavity is occupied by a partially well-defined hyperechogenic content of 16 mm in longitudinal diameter by 10 mm in the anteroposterior, with a vascular pedicle on the posterior side and a polypoid appearance. The essures are impressive to be well located although the left cannot communicate with the tubal ostium.; on (B)(6) 2014: normal sized uterus in anteversion. The cavity is occupied by a partially well-defined hyperechogenic content of 16 mm longitudinal diameter by 10 anteroposterior, with a vascular pedicle on the posterior face and a polypoid appearance. The essures impress for being well located, although the left one was unable to communicate with the tubal ostium; on (B)(6) 2014: uterus 38.3 mm in diameter with regular contours that houses an endometrium with a linear aspect of 3.9 mm. Both ovaries of normal size and echo structure are visualized, left essure properly placed. Not free liquid. Slight pain with probe on palpation in the left iliac fossa. Abundant intestinal peristalsis and retained gases are visualized; on(B)(6) 2014: anteverted uterus of normal size. A proliferative endometrium is visualized with an anechoic image of 5 mm in its middle third with posterior reinforcement that may represent an endometrial gland. Both ovaries of normal size and echo structure are visualized, two well-placed essures; on (B)(6) 2014: uterus contains a linear endometrium. Left ovary with the presence of a rounded image with a heterogeneous appearance of 26x25 mm that could correspond to a hemorrhagic follicle. Normal right ovary, no free fluid or pain with probe; on (B)(6) 2014: uterus in anteversion that contains a linear endometrium with an initial secretory appearance. Both essures are well located, normal right ovary. Left adnexa without findings; on (B)(6) 2015: uterus with regular contours and 43 mm in diameter that contains an 8 mm trilaminar endometrium, inside which a 12.7 x 7 mm polyp seems to be visible. Both ovaries of normal size and echo structure. In the left ovary, an anechoic, rounded image is displayed, without echoes inside, compatible with a functional image. No free fluid or pain with catheter; on 23-nov-2015: uterus in anteversion of normal size that harbors 2 essures correctly located in the uterus. Normal ovaries the most recent follow-up information incorporated above includes data received on: 06-apr-2022: pfs received and the follow information were included other health professional's reporter, patient's, medical records, historical drug, lab data, details product indication, start date update from 2012 to (B)(6) 2012, stop date, batch number, other treatment products, non-drug treatment received added to endometrial polyp, lab data, allergic reaction, genital bleeding, anxiety, muscle wasting, stomach discomfort, vaginal bleeding, hypogastric pain, dermatitis due to metals, onset date added to pelvic pain female, emotional suffering, lumbar pain, chronic diarrhea, chronic diarrhea, tremor of hands, tooth disorder, irritable colon, fatigue, tachycardia, hair loss, device breakage, pelvic pain female outcome was update from unknown to not recovered/not resolved, cramp in lower abdomen , onset date added to endometrial polyp, metrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chroic pelvic pain'), device breakage ('three fragmenteds of essure showed in pathology test'), metal poisoning ('metallosis') and uterine polyp ('endometrial polyp') in a 43-year-old female patient who had essure (batch no. 946764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: (B)(6) in 2004. In 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). In 2012, the patient had essure inserted. On (B)(6)2014, the patient experienced uterine polyp (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding after benign endometrial polyp removal surgery"). On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2016, the patient experienced dermatitis contact ("contact dermatitis due to nickel sulfate"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), swelling ("swelling"), abdominal pain ("abdominal pain"), loss of libido ("lack of libido"), premature menopause ("early menopause"), arthralgia ("joint pain"), bone pain ("bone pain"), pain in extremity ("pain in the lower limbs"), adverse event ("aesthetics damages"), allergy to metals ("allergic reaction to the nickel sulfate"), injury ("injury and damages increased after essure removal"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), muscle atrophy ("she has suffered loss of muscle mass"), abdominal discomfort ("discomfort in the stomach"), emotional distress ("emotional suffering "), back pain ("lumbar pain"), diarrhoea ("chronic diarrhea"), myalgia ("muscle pain"), tremor ("important hand tremors"), tooth disorder ("dental problems"), irritable bowel syndrome ("irritable colon"), fatigue ("general fatigue"), tachycardia ("tachycardia"), alopecia ("hair loss"), dysarthria ("problems of articulations") and cramp in lower abdomen ("cramps") and experienced hypogastric pain ("pain in hypogastrium"), lasting 9 months. The patient was treated with ibuprofen, norethisterone acetate (primolut nor 5 mg) and surgery (endometrial polyp surgery transcervical resection on (B)(6) 2014 and essure removal via bilateral salpingectomy on (B)(6) 2016). Essure was removed. At the time of the report, the pelvic pain, uterine polyp, muscle atrophy, dysarthria and cramp in lower abdomen had not resolved and the device breakage, metal poisoning, swelling, intermenstrual bleeding, abdominal pain, loss of libido, premature menopause, arthralgia, bone pain, pain in extremity, adverse event, allergy to metals, injury, hypersensitivity, genital haemorrhage, anxiety, abdominal discomfort, vaginal haemorrhage, dermatitis contact, emotional distress, back pain, diarrhoea, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue, tachycardia and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adverse event, allergy to metals, alopecia, anxiety, arthralgia, back pain, bone pain, dermatitis contact, device breakage, diarrhoea, dysarthria, emotional distress, fatigue, genital haemorrhage, hypersensitivity, hypogastric pain, injury, intermenstrual bleeding, irritable bowel syndrome, loss of libido, metal poisoning, muscle atrophy, myalgia, pain in extremity, pelvic pain, premature menopause, swelling, tachycardia, tooth disorder, tremor, uterine polyp, vaginal haemorrhage and cramp in lower abdomen to be related to essure. The reporter commented: in (B)(6) 2012 both devices are placed without difficulty, leaving 3 spirals in the right tube and 5 spirals in the left tube. On (B)(6) 2016:pain persists on the right side of the abdomen, in ultrasound a functional image is seen in the right ovary of 38x39 mm. On (B)(6) 2016 anteverted uterus measuring 49 mm in anteroposterior diameter. The regular cavity houses a 10 mm advanced secretory endometrium. In the left adnexa, a cystic image with anechoic content and trabeculations in its interior is visualized, suggestive of a hemorrhagic follicle in a resolution of 35 x 36 mm. In the right adnexa, an anechoic image of functional aspect of 39x36 mm is displayed. Diagnosis: image suggestive of a hemorrhagic follicle in resolution in the left adnexa. On (B)(6) 2016 MRI of female pelvis without contrast. There are no hyperiontensive foci suggestive of pelvic implants of endometriosis. No fluid is seen in the pelvis, no vaginal, bladder or uterine alterations are seen. Diverticulosis in the sigma. No alterations in the bone are appreciated. On (B)(6) 2017 ultrasound finding of 25 mm endometrial polyp. Diagnosing hysteroscopy impossible, so conformal three-dimensional radiotherapy is indicated, on (B)(6) 2017 pathology test benign endometrial polyp. Hyperplastic type. On (B)(6) 2018 CT scan with contrast to show that there are no traces of essure, gynecological ultrasound without pathological findings. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: metal battery nickel sulfate positive. Blood cholesterol (140 - 200 mg/dl) - on (B)(6) 2013: 202 mg/dl. Blood uric acid (2.5 - 6) - on (B)(6) 2013: 2.4. Gynaecological examination - on (B)(6) 2014: external genitalia: normal internal genitalia: vagina with very few old-looking bloods remains, multipara cervix. No pain on cervical mobilization, slight pain on right adnexal palpation; on (B)(6) 2014: external genitalia: normal. Internal genitalia: free vagina with very few old-looking bloods remains. Multipara cervix, not painful on movement without active bleeding. On bimanual palpation, enlarged left adnexa is palpated and the patient perceives pain on deep palpation in the left iliac fossa; on (B)(6) 2014: normal external genitalia, free vagina with the presence of few blood remains from the cavity, no active bleeding. Both adnexa without palpable pathology. Abdomen soft, depressible, not painful; on (B)(6) 2015: endocervical canal with a normal appearance, very painful on movement. It is possible to reach the uterine cavity that cannot be assessed due to the patient's pain, no essures are seen in the cavity, it is not possible to reach the tubes, the pain makes it impossible to continue with the exploration; on (B)(6) 2016: normal-looking endocervical canal, very painful on mobilization. It is possible to arrive to the uterine cavity that cannot be assessed due to patient pain, essure is not seen in cavity it is not possible to reach the tubes, the pain makes it impossible to continue the exploration. Haemoglobin - on (B)(6) 2013: 12.9. Hysteroscopy - on (B)(6) 2014: normal endocervical canal. Regular uterine cavity lined by an endometrium in a proliferative phase in which the essure of the right tube protruding into the cavity can be seen and in the left tube it is not seen in it. On the posterior face, a nodular formation of one centimeter in diameter can be seen that corresponds to an endometrial polyp; on (B)(6) 2016: normal-looking endocervical canal, very painful on mobilization. It is possible to reach the uterine cavity that cannot be assessed due to the patient's pain, no essures are seen in the cavity, we cannot reach the tubes, the pain makes it impossible to continue the exploration. Imaging procedure - on (B)(6) 2012: bilateral essure devices. Neutrophil percentage (40 - 74 %) - on (B)(6) 2013: 39.7 %. Pathology test - on (B)(6) 2014: pathology report origin: uterus. Histopathological diagnosis: inactive benign endometrial polyp without atypia and endometrium with an incipient secretory component. Macroscopic: clinical data: endometrial polyp several fragments of elastic consistency and brownish color, together measure 2.5 x 2 cm, total inclusion; on (B)(6) 2016: chronic pelvic pain, bilateral salpingectomy and extraction of essures. Histopathological diagnosis: uterine tubes: paratubal cysts, without other significant alterations. Macroscopic three fragments and two essure threads, the first fragment is made up of a 6 cm uterine tube, with a tortuous appearance and in the paratubaric region a cystic lesion of 1 cm in diameter is observed. It is sectioned, material that is included is selected. The other two fragments together measure 5 cm in length with a tortuous aspect, they are cross-sectioned and material included is selected. Serum ferritin (10 - 150 ng/ml) - on v 2013: 9.1 ng/ml; on (B)(6) 2013: 9.1 ng/ml. Smear test - on (B)(6) 2014: negative cytology for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2013: uterus of normal size in anteversion to the regular cavity. Essures well located. Ovaries of normal size, or echo structure. Diagnosis: well-located essures; on (B)(6) 2014: normal size uterus in anteversion. The cavity is occupied by a partially well-defined hyperechogenic content of 16 mm in longitudinal diameter by 10 mm in the anteroposterior, with a vascular pedicle on the posterior side and a polypoid appearance. The essures are impressive to be well located although the left cannot communicate with the tubal ostium.; on (B)(6) 2014: normal sized uterus in anteversion. The cavity is occupied by a partially well-defined hyperechogenic content of 16 mm longitudinal diameter by 10 anteroposterior, with a vascular pedicle on the posterior face and a polypoid appearance. The essures impress for being well located, although the left one was unable to communicate with the tubal ostium; on (B)(6) 2014: uterus 38.3 mm in diameter with regular contours that houses an endometrium with a linear aspect of 3.9 mm. Both ovaries of normal size and echo structure are visualized, left essure properly placed. Not free liquid. Slight pain with probe on palpation in the left iliac fossa. Abundant intestinal peristalsis and retained gases are visualized; on (B)(6) 2014: anteverted uterus of normal size. A proliferative endometrium is visualized with an anechoic image of 5 mm in its middle third with posterior reinforcement that may represent an endometrial gland. Both ovaries of normal size and echo structure are visualized, two well-placed essures; on (B)(6) 2014: uterus contains a linear endometrium. Left ovary with the presence of a rounded image with a heterogeneous appearance of 26x25 mm that could correspond to a hemorrhagic follicle. Normal right ovary, no free fluid or pain with probe; on (B)(6) 2014: uterus in anteversion that contains a linear endometrium with an initial secretory appearance. Both essures are well located, normal right ovary. Left adnexa without findings; on (B)(6) 2015: uterus with regular contours and 43 mm in diameter that contains an 8 mm trilaminar endometrium, inside which a 12.7 x 7 mm polyp seems to be visible. Both ovaries of normal size and echo structure. In the left ovary, an anechoic, rounded image is displayed, without echoes inside, compatible with a functional image. No free fluid or pain with catheter; on (B)(6)2015: uterus in anteversion of normal size that harbors 2 essures correctly located in the uterus. Normal ovaries. Lot number: 946764, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.